Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument was damaged during the case. The clips come out through the top of the jaws. There was an extended operating room time.